Event description:
It was reported that during a device changeout, this right ventricular (rv) lead could not be connected to the attempted implantable cardioverter defibrillator (ICD). The terminal pin and set screw would not connect. This ICD was not implanted. Another ICD was attempted and a lead extender was used to connect this rv lead. This attempt was completed successfully and the procedure completed. This rv lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).